Event description:
Approximately nine months after hvad implantation, this patient was hospitalized for signs of hemolysis including dark urine and increased ldh and was not feeling well. Physician noted that a sudden drop in flow of approximately 3 l/min had occurred within the past 24 hours. The patient's pump was exchanged emergently. Investigation is ongoing.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The hvad® pump was explanted and returned to heartware for evaluation. Review of the manufacturing documentation confirmed that hvad® pump (B)(4) met all requirements for release. A review of the controller log files associated with the event confirmed "low flow" alarms that correlate with the reported event, suggesting an occlusion of the pump or a change in patient state. The device passed mechanical analysis; no abnormalities were revealed. Pathological evaluation of the pump demonstrates no evidence of thrombus within the pump and no indication of abnormal wear of the impeller or on the pump housing surfaces. Applicable risk documentation and experience with events of similar circumstances were considered; events with inadequate flow are most often attributed to thrombus/thrombosis, which is a known potential complication associated with all patients implanted with vad's and is multifactorial in etiology. The high ldh of the patient in correlation with analysis of the controller log files indicate that the most likely root cause of the reported inadequate flow and hemolysis is related to pump thrombus. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.